Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had low blood glucose. Caller reported that basal rates are set to the lowest rates and customer continued to have low blood glucose of 60 mg/dl and had gone as low as 32 mg/dl. Customer's blood glucose elevated to 120 mg/dl after given a bolus delivery. During troubleshooting, it was reported that drive support cap appeared normal. It was also found that reservoir was showing less insulin than what was shown on status screen. Troubleshooting would continue at another time as customer fell while trying to get out of bed.